Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon ruptured due to heavy calcification in the lesion. The procedure was completed with a different device. There was no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : fg maverick 2 mr, 2.00mm x 15mm, stent delivery system (sds) was returned to the complaint investigation site (cis). A visual and tactile examination found no issues were noted with the hypotube shaft and shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 1.4cm longitudinal tear across main body of balloon. No issues identified during examination of the extrusion shaft. An examination of the markerbands identified no damages. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon ruptured due to heavy calcification in the lesion. The procedure was completed with a different device. There was no patient complications reported. Patient was in good condition.